Event description:
The pt's bilateral dbs neurostimulators were replaced and returned to the MFR. Electrode impedance readings included with the returned stimulators revealed high impedance. Readings showed impedance greater than 2000 ohms on the 0 and 3 electrode pair. No pt symptoms were reported. The leads remain implanted. Ref MFR report #6000153-2008-00415.